Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that they had a high blood glucose of 23 mmol/l. Symptoms that were reported at the time of the incident included none. The customer did not mention how they treated the high blood glucose. The customer stated that they recently received the insulin pump and needed help adjusting the settings. Troubleshooting was provided. Blood glucose levels should return to normal. The insulin pump will not return for analysis.